Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device at the customer site. Se did not observe any issues during the device evaluation. The se replaced the ascites pump and then performed functional tests. The device passed functional testing. Se was unable to reproduce reported issue.

Event description:
Device user (du) reported that the ascites pump stopped working about 30 min into perfusion. Du also reported air in the inferior vena cava (ivc) line which became trapped in the circuit. Clinical specialist (cs) assisted the site with removal of the liver and cold flush of the organ. The air was removed from the circuit and the disposable set was reprimed. The liver was primed and placed back on device successfully. No further issues with ascites pump noted during this case.